Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that the patient with this pacemaker had an infection with sepsis. The patient was hospitalized and was treated with intravenous antibiotics. A revision was performed and the device was explanted. Additional information received indicates that the newly implanted temporary lead was connected to the pacemaker which was reused as an external temporary pacing device and off label use was intentional. No additional adverse patient effects were reported.